Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger not charging) was due to corrosion on the battery board. The charger did not pass essential performance testing. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the electrode belt ECG "a&b" cable being cut between the distribution node plug and ECG ¿b¿, also cutting the red and white wires along the belt. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack. A us distributor reported that a patient was experiencing add gel/replace belt messages.